Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient mentioned having urgency  and frequency symptoms. Ins was charged fully. The caller indicated that pt was on a program but was only able to get up to 0.4 ma and saw an oor message. The caller ran impedances and saw that contact 3 was the issue. The caller moved pt to prog 3 (that doesn't include contact 3), and they were able to increase settings to the point where pt felt stimulation and was comfortable. Impedances were tested again, and contact 3 showed as investigating. Contact 2 showed values at 1200 ohms, 1400 ohms, and 900 ohms. Ts was reviewed to stay on a program that doesn't utilize contact 3, evaluate how this program works for the patient, and document impedances so they can be reviewed in the future if further changes occur for symptoms in the patient.